Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated the last time the alarm occurred customer was able to clear the alarm and resume treatment. Troubleshooting was not performed due to customer was reporting a past event. No further information reported.